Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the tfna long nail. During the surgery, when the surgeon tried to insert the distal stop by using the surelock in question, the drill interfered with both holes of the nail, so the reaming ended up with 1.5 mm overreaming. After inserting the nail, the surgeon adjusted the front and back of the surelock by using the image. The surgery was completed successfully. No further information is available. Concomitant devices reported: unknown tfna - nail (part# unknown, lot# unknown, quantity 1). Unknown guides/sleeves/aiming: sleeve (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) surelock aiming arm for antegrade femoral nails. This report is 1 of 1 of (B)(4).